Manufacturer narrative:
(B)(4). The devices were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic procedure, air leaked soon. In addition, boo sound was heard when a forceps was removed from the device. Another device was used to complete the case. There were no adverse consequences for the patient. The pneumoperitoneum apparatus was olympus uh1-3, the abdominal air pressure was 10 and flow was high.